Event description:
It was reported that there was an error with the continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to reset the pump, successfully resolving the issue, and was able to start the sensor session without further errors.